Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that after noting a sensor failure, he decided to remove the sensor. Pt felt the remaining part of the sensor in his skin and was able to pull it out. Pt reports no injury at the site of insertion. Pt did not need to seek medical intervention. During his call to dexcom technical support, pt was doing fine.